Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
During testing end user observed cardiosave intra-aortic balloon pump (iabp) had a pneumatic module test failure and auto fill failure. There was no patient involved.

Manufacturer narrative:
Updated field: b4, b5, d9(return to manufacture date), g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and replaced the pneumatic module assy, which resolved the issue. During testing, the fse identified that the printer was also not functioning. The printer was replaced, and the unit was retested. The unit passed all functional and safety test in accordance with the manufacturer's specifications. The failure analysis and testing dept. Received part pneumatic module assy and the printer with a reported unit failure of the all manifold test and a faulty printer. The fat installed the parts in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual. Printer was found to be faulty and not able to print. There was a some slight corrosion that is difficult to see which may be saline residue. This is the possible cause of the failure. Pneumatic module assy has a faulty k4 solenoid which causes the failure. Possible cause for this part is component reliability. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported during routine check by customer that, cardiosave intra-aortic balloon pump (iabp) had a pneumatic module test failure and auto fill failure. There was no patient involved.